Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the event is unknown. The date entered is the date reported by the customer, "(B)(6) 2019 and (B)(6) 2019." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining unspecified low readings on her adc blood glucose meter. The customer had contact with her hcp who obtained a blood glucose reading of 152mg/dl on (B)(6) 2019 and 153mg/dl on (B)(6) 2019 on their hcp meter. The customer did not report any glycemic symptoms at the time but reported being administered the lantus long acting insulin pen (dose unknown) by her hcp for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle strips was reviewed. The dhrs showed the freestyle strips passed all tests prior to release. The dhrs for the freestyle lite meter was reviewed. The dhrs showed the freestyle lite meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported obtaining unspecified low readings on her adc blood glucose meter. The customer had contact with her hcp who obtained a blood glucose reading of 152mg/dl on (B)(6)2019 and 153mg/dl on (B)(6)2019 on their hcp meter. The customer did not report any glycemic symptoms at the time but reported being administered the lantus long acting insulin pen (dose unknown) by her hcp for hyperglycemia. There was no report of death or permanent injury associated with this event.